Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. An 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation below the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported. It was further reported that the balloon was inflated once and the contrast medium leaked on fluoroscopy below the nominal pressure (10 atmospheres or less) in the first recognition.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a severely calcified vessel. A 8.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during inflation below the nominal pressure, the balloon ruptured. The procedure was completed with another of the same device. No patient complications nor injuries were reported.